Event description:
An operating room staff member reported during surgery they registered the patient with touch n go. The surgeon then checked for accuracy and thought he was inaccurate. In looking at the 3d model the top of the model looked great, however; the staff stated it looked like a paint brush had gone through the image of the bottom from the ears down. No impact on the patient's outcome was reported.

Manufacturer narrative:
The site re-sent the exam over the dicom network and it came across without any issue. Surgeon had placed the patient in the prone position and was unable to get an accurate registration.